Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of peritonitis with (B)(6) in a female patient (age not reported) coincident with extraneal viaflex therapy (lot number not reported). On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent. The patient did not require hospitalization. On an unreported date in (B)(6) 2011, the patient began remedial therapy with unspecified antibiotics (dose and frequency not reported, ip). In (B)(6) 2011, extraneal viaflex therapy was discontinued. At the time of this report, the event of peritonitis with (B)(6) was ongoing and improved. Medical history and concomitant medications were not reported. The physician considered the event of peritonitis with (B)(6) to be related to extraneal viaflex therapy.